Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms of nausea and vomiting. The patient sought medical attention at a hospital, where a fingerstick glucose test showed a cgm reading of 120 mg/dl, while a laboratory blood glucose test revealed a significantly elevated level of 660 mg/dl. The patient was treated with intravenous fluids and administered medication to address the nausea. By 5:00 pm, the patient was discharged from the hospital with a blood glucose reading of 200 mg/dl. There was no documentation of additional medical evaluation or follow-up intervention. At the time of this report, the patient is stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.